Event description:
The distributor contacted heartsine to report that their customer's device unexpectedly powered off. In this state, the device may be unable to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Correction: section b5 executive summary of the initial medwatch report (MFR report #3004123209-2023-00113) indicates: the distributor contacted heartsine to report that their customer's device unexpectedly powered off. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event. Section b5 executive summary of the initial medwatch report (MFR report #3004123209-2023-00113) should indicate: the distributor contacted heartsine to report that their customer's device unexpectedly powered off. In this state, the device may be unable to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. Evaluation information: heartsine evaluated the customer's device but was unable to duplicate the reported issue. The device was scrapped by heartsine and the customer was provided with a replacement device. The cause of the reported issue could not be determined.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The distributor contacted heartsine to report that their customer's device unexpectedly powered off. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.